Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements due to fracture. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.